Event description:
Pt undergoing total hip replacement. While physician drilling in acetabulum, the drill bit broke in acetabulum. Rptr sent to MFR 9/2/99. Age of device unk. The remaining portion of the drill bit is preserved. A report has been sent to the MFR (address on form). The independent manufactured cordless hand drill is undergoing torque and pressure tests. The drill bit MFR, when asked through the sales rep, was unable to produce info related to recent quality improvement studies pertaining to intra-operative drill bit breakage and resulting product improvement.